Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/28/2015 with the following findings: the last basal delivery and the last bolus were on (B)(6) 2014. On (B)(6) 2014 at 19:23 an unexplained pump reboot was recorded; deliveries never resumed. There were no errors, alarms or warnings during the 24 hour duration testing. The total daily doses added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 523 mg/dl with polydypsia associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.